Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6). A getinge service territory manager (stm) evaluated this unit and was able to reproduce the reported issue. The stm found the fiber optic cable was physically damaged and the electrical connector was not secured to the assembly. To fix the issue, the stm replaced the assembly and tested. The stm then performed functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while prepping the cardiosave intra-aortic balloon pump (iabp) to be brought to the hospital, it was found that the fiber optic connector was broken. The fiber optic cable was not recognized when it was inserted into the cardiosave. There was no patient involvement and no adverse event was reported.